Event description:
It has been reported to philips that the system is unable to store images. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the ippc, os disk, and image disks was replaced, and the software was downloaded, the system was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to store images. Upon troubleshooting, fse found issue with ippc. Review of the log file showed frontal ip-pc image disk 1" done/failed¿. Fse replaced ippc, os disk, image disks and downloaded board software. After replacement the system was returned to use in good working order. The cause of the ippc, os disk and image disks failure could not be conclusively determined by the supplier's part analysis, however the replacement of the ippc, os disk, and image disks by the field service engineer has resolved the reported issue and restored the functionality of the system. The codes were updated based on the investigation outcome. Evaluation method code was corrected.